Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited chronic low r-waves since the original implant. This rv lead was surgically abandoned. No adverse patient effects were reported. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.